Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. A 3.0x24mm promus element stent delivery system (sds) was advanced but could not cross the unspecified target lesion. A shaft break occurred and the procedure was completed with a 3x22mm non-bsc bare metal stent. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. A 3.0x24mm promus element stent delivery system (sds) was advanced but could not cross the unspecified target lesion. A shaft break occurred and the procedure was completed with a 3x22mm non-bsc bare metal stent. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a shaft break 27.5cm distal from the catheter's strain relief. Kinks were identified along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present on the balloon, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).